Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue but replaced the integrated electrosurgical unit erbe for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported noise failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was hearing static noise when firing energy. The technical service engineer (tse) reviewed the system logs but found no related errors. The customer changed out the monopolar and bipolar energy cords with no successful resolution, the tse then inquired if the customer kept track of the energy cord uses and if the generator was connected to a dedicated outlet. The customer confirmed that the integrated electrosurgical unit (iesu) erbe had a dedicated wall outlet. The tse advised the customer to ensure that the energy cords were not touching, it was confirmed that they were not. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was not completed with the same generator as the site opted to convert the procedure to laparoscopy for completion. The customer was unsure about any additional ports or increased incisions but confirmed that the conversion and procedure did not harm/injure the patient. The customer did not contact the support prior to the conversion. The customer did confirm that the system was checked upon powering on and that it did not power on with any errors.